Manufacturer narrative:
The event of a scheduled ipg replacement was reported to abbott. The device was inoperable. The ipg was replaced, and effective therapy was reestablished. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported the patient had his scs ipg replaced on (B)(6) 2023 and not (B)(6) 2023 because the ipg was inoperable. Stimulation therapy was reportedly restored postoperatively.

Manufacturer narrative:
The event of a scheduled ipg replacement was reported to abbott. The device was inoperable. The ipg was replaced, and effective therapy was reestablished. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported the patient had his scs ipg replaced because the ipg was inoperable. Stimulation therapy was reportedly restored postoperatively.